Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-04202. Follow-up identified surgical intervention was undertaken during which time both leads were explanted and replaced. Effective stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2016-04202. It was reported the patient experienced ineffective stimulation. X-rays indicated the leads had slightly migrated. Surgical intervention is planned to address the issue.